Event description:
It was reported the patient's blood glucose level (bg) rose to 380 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. The patient was hospitalized for 1 day due to diabetic ketoacidosis and vomiting. The patient was treated with an infusion and given medication to prevent vomiting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.